Event description:
It was reported to boston scientific corporation in 2008 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation procedure on a male patient the same day (patient age and weight unknown). According to the complainant, the catheter kinked as the physician put it into the scope. The physician successfully completed the procedure with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual examination of the device revealed three kinks along the working length. The root cause of the complaint could not be determined definitively; however the most probable root cause is that the catheter was kinked during insertion into or advancing through the scope. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.